Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a patient adaptor and titanium adaptor. It was reported that the patient adaptor was not connected with the titanium adaptor well. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no issues noted. The connection test and dimensional inspection were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.